Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose meter or sensor displayed a high reading, although exact value was unknown. Customer addressed high blood glucose by giving correction dose by injection. Reportedly, the customer reverted to an alternate method of insulin therapy.